Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es orders were not crossing. A customer had reported that a user was unable to pull medications due to a malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the device orders are not crossing. A technical support specialist advised customer to contact the network team to bring up the server as the interface connection lost to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.